Manufacturer narrative:
Concomitant medical products: bbraun, 50ml infusion bag 5% dextrose injection usp, lot j4p711, exp 02/16; therapy date unknown. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection revealed a tear in the silicone segment directly below the upper fitment. The tear measured approximately 0.02 inches long. Functional testing was not performed due to the obvious damage. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that the set leaked at the pumping segment during an infusion.there was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)